Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported by the user: patient was being transferred onto device when it switched off. Battery fully charged and plugged into mains at the time. Replacement device found. Machine was then switched back on, the ventilation worked but the screen was blank. No harm to patient.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file, the reported device shutdown could not be confirmed. The investigation revealed a temporary failure of the display. The ongoing ventilation was not affected and continued as set. The ssd and the bios battery were replaced by the dräger service as preventive measures. The device was tested and confirmed to be operating as per manufacturer¿s specification. In case of a display malfunction, monitoring functions and the user interface of the cockpit are not available. The running ventilation is not affected by such an issue and continues as previously set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported by the user: patient was being transferred onto device when it switched off. Battery fully charged and plugged into mains at the time. Replacement device found. Machine was then switched back on, the ventilation worked but the screen was blank. No harm to patient.